Event description:
Ous MDR - during a routine follow-up, impedance was noted to be over 3000 ohm and the lead was not capturing. The shock impedance and sensing were normal. Those values were seen in the last three follow-ups since (B)(6) 2013. The last normal impedance was about 592 ohm. Currently, the patient does not need pacing, so the physician decided not to operate. The patient will be monitored via home monitoring.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the received follow up data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received follow up data from (B)(6) 2013 were inspected. The analysis revealed values of the ventricular pacing impedance > 3000 ohm, as mentioned in the complaint description. The shock impedance values were stable around 40 ohm. In summary, the lead was not returned for analysis. Based on the information available, no conclusions can be drawn regarding the root cause of the clinical observation. For further insights, an analysis of the lead would be required. The review of the quality documents confirmed a regular device manufacturing.